Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he noted the roller pump occlusion mechanism was hard to turn. The fsr broke the tongue on roller pump while attempting to occlude. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) removed linkage (slide mechanism) and was unable to determine cause. The roller pump was used for suction. The fsr replaced the pump tongue and drag insert. With the components replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.